Event description:
At 0230 on 9/6/98, the nursing staff became aware that the iab had leaked. The surgeon was notified and arrived at the hospital some time between 3:00 and 3:30 to remove the iab. The pt is doing fine without iab support. (On 9/10/98, datascope also rec'd the mandatory medwatch form from the distributor; uf/dist report number; FDA-34955-1998-009) (event complications: none from the event - reported 9/10/98) (pt's current status: fine - reported 9/10/98).